Event description:
The customer's daughter reported that approximately a month prior (she did not remember the exact date) the customer received an unspecified error on their freestyle freedom blood glucose meter after inserting the test strip into the port and did not say anything to their daughter. When the customer's daughter went to visit the customer the next day, the customer's daughter reported the customer was "not reacting", and loss of memory and consciousness were reported. The paramedics were called, reportedly treated the customer with an intravenous glucose solution and transported them to a health care facility. It was also reported the customer was diagnosed with severe hypoglycemia and although the customer's daughter could not recall the name of the medication provided, a treatment with an intravenous glucose solution was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: the meter serial number and test strip lot number are unknown as the customer's daughter did not have them at the time of the customer service troubleshooting survey. The device manufacture date is unknown.